Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that a hospital staff member heard the device alarming on a shelf in the supply room. The device was interrogated and there were several lead impedance warning messages that appeared in the observation box. It was found that the device had previously been pre-programmed for an implant but was not used in the case. Since the lead trending and diagnostic data had already been initiated and could not be erased the company representative decided to swap out the device with one from their stock. No patient was associated with this device and therefore no patient complications have been reported as a result of this event.